Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and a shock for a 1:1 sinus tachycardia. Technical services (ts) reviewed the stored episode and noted that rhythm ID was off in the ventricular tachycardia (vt) zone, so the device therapy decision was based on rate only. The rhythm was noted to begin below the vt-1 monitor only zone and slowly rose into the vt zone where the atp and shock therapy was delivered. Ts discussed potential programming options. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.